Event description:
It was reported that the patient was revised due to unknown reasons. Subsequently, the patient suffered increased anesthesia time due to the devices were 77 miles away. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The reported event pertains to a sales rep error/equipment availability issue not the failure of a device to perform its intended function. No device failure was found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the surgeon wanted to do a poly exchange and ended up having to perform a full tka revision due to the equipment was 77 miles away at the time of surgery. A surgical delay of 1-2 hours occurred. Subsequently, the patient suffered increased anesthesia time. No additional patient consequences were reported.